Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised for aseptic loosening and metallosis was discovered intraoperative. Right hip.